Event description:
It was reported that the patient presented for a system implant procedure. During initial implant, the right atrial lead exhibited a failure to capture. The lead was removed and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.